Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was replaced, and therapy was restored.

Event description:
It was reported that following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices after several attempts of troubleshooting and ipg was found inoperable. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. B3 - date of event is estimated.